Event description:
Customer reported observing the battery icon on the display screen of their freestyle flash blood glucose monitoring system. Additionally, the customer also noted an error 4 upon the insertion of a test strip. During returned product testing, although both of these issues were not confirmed, it was identified that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter is unlocked to (mg/dl). Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Error numbers 0300, 0015, 0204, 0800, and 0806 were identified in the meter internal log. E4 errors with low battery icon were not observed. Calibration parameters were within spec. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.